Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a remstar auto a-flex device emitted a plastic odor off and on for a long-time during use and the patient wakes up with congestion and a cough. The patient was prescribed a puffer to use when needed. The patient cleans the device once a week with warm water and soap. The patient was angry that no one notified her of the recall, and she did not want to pay for another device. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a remstar auto a-flex device emitted a plastic odor off and on for a long-time during use and the patient wakes up with congestion and a cough. The patient was prescribed a puffer to use when needed. The patient cleans the device once a week with warm water and soap. The patient was angry that no one notified her of the recall, and she did not want to pay for another device. There was no report of serious patient harm or injury. The device was returned to the manufacturer for investigation. The product investigation lab received the device with the humidifier. No sd card was returned. No other peripherals or accessories were returned with the device. During the evaluation of the device, the product investigation lab visually inspected the device and did not observe any evidence of sound abatement foam degradation or breakdown. The product investigation lab initiated therapy with the device and verified airflow, using a known good, supplied power supply and ac power cord. The product investigation lab also observed the customers humidifier heater plate did heat. The product investigation lab used a lab supplied heated tube on the customer¿s humidifier and observed the tube did heat. The product investigation lab observed the following from and external and internal inspection: the ui (user interface) knob was broken. The air outlet port had dust-like contamination in it. The air inlet had white dust-like contamination in it. The pca (printed circuit assembly) had dust-like contamination all over the top of it. There was a thermal event on the humidifier harness connector and pca at j9. An intermetallic growth issue caused thermal damage to the j9 connector. There was dust-like contamination on the top of the blower box lid and surrounding area. There was dust-like contamination on the top of the blower motor and inside of the blower box. The bottom enclosure had dust-like contamination in it. The air inlet seal had yellowed and had dust-like contamination on it. The sound abatement foam was intact and had dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed in this device. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was most likely external to the device. The product investigation lab observed the following from an internal and external inspection of the humidifier: the flip lid seal had unknown dust-like contamination on it. There was white dust-like contamination, throughout humidifier enclosure. There was unknown white dust-like contamination on and under the heater plate. There was unknown white dust-like contamination on the dry box seals. There was unknown white and tan dust-like contamination in the iso port (international organization of standardization). There was light dust-like contamination inside water tank. The contamination found in the humidifier enclosure is considered not to be in the airpath. The source of contamination was most likely external to the device. The product investigation lab was unable to obtain care orchestrator information from the device. The product investigation lab was unable to address the specified symptoms. Review of the device log showed: error logged: 32 errors were logged. No actionable errors were identified in the log files. The device was likely reset prior to receipt as indicated by the device having 38,411.6 machine hours and no blower or therapy hours. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.